Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results a complaint investigation was conducted based on the event description and the assigned malfunction code occlusion in the tubing and/or tubing connectors- blockage additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, trusteel and varisoft product families. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft90 occlusion document, varisoft occlusion document, autosoft xc occlusion document, autosoft xc (5 inch) occlusion document, autosoft 30 occlusion document, autosoft 30 t-lock occlusion document, trusteel occlusion document. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. Based on the available information, no further action is required. The record will continue to be monitored through post marketing surveillance (pms) and may be reopened if additional information becomes available. The record may be reassessed if additional information becomes available.